Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the power module device malfunctioned and had liquid damage. It was observed that the power-module housing was broken. It was determined that the neck and the load connections indicator at the hullsensor had red (liquid). It was further determined that the device failed pretest for general condition and lever, check charging sockets, information button and self-test, charging and checking of power module in charger, function- test and check indicator - liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.